Event description:
During a fusion procedure t-3 to pelvis, the surgeon was performing the final tightening of the screws and the tip of the screwdriver broke off in the head of the screw at t-9. The surgeon could not retrieve the tip and it remains in the screw head. The procedure was completed successfully.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device is an instrument, and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.